Event description:
Report status: malfunction report rationale: loose has caused or contributed to patient injury previously. Device issue: loose stent it was reported that after removing the protective sheath from the stent delivery system, it was noticed that the stent had moved on the balloon. No additional event or patient information is available.

Manufacturer narrative:
H6: results product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary quality assurance analysis revealed that the catheter was returned with blood visible on the hypotube. There was no contrast visible. The stent had been dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The stylet wire and the protective sheath were returned with the catheter. There was a slight bend in the distal shaft 9.3 cm proximal to the proximal balloon seal. There was no other damage noted to the catheter. The inner diameter of the larger end of the protective sheath met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent was loose on the balloon after the protective sheath was removed. If excessive force is applied, during the removal of the sheath, this can cause stent movement/dislodgement. If the stent was loose, it may have dislodged sometime during handling for shipment back to abbott for analysis, as quality assurance analysis found when received, the stent had dislodged, and was not returned with the catheter for analysis. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage noted to the returned catheter was a bend in the hypotube. As there was no mention of this damage in the incident, it likely occurred as a result of handling, during packing for shipment back to abbott for evaluation. In this case, a conclusive root cause for the stent dislodgement could not be determined; however, all available information suggests the stent was properly and securely mounted at the time of manufacture. Product performance engineering will trend and monitor the incident circumstances. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.